Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(6). (B)(4). The product was not returned to manufacturer for evaluation, therefore cause of event cannot be determined. However review of submitted image appear to display multiple set screws with thread flank and crest damage consistent with misalignment.

Event description:
It was reported that patient underwent mis-tlif surgery for lumbar canal stenosis and lumbar spondylolisthesis at l2-l5 on (B)(6) 2016. During surgery, the surgeon inserted screws, placed rod using sl sequential reducer and set screw was temporary fixed. L5 set screw was spinning during final tightening. The surgeon removed the set screw and found burrs came out so the set screw was replaced for new one. But the same event occurred. The set screw was replaced about three times but was unable to be inserted. The screw itself was replaced at the end. This time, final tightening was finished without further problem. The surgical time was extended for 16-30 mins. Product came in contact with the patient. No patient complications were reported. No fragments of the implant remained in the patient. The burr was disposed at the hospital.

Manufacturer narrative:
This regulatory report is submitted to provide the updated results of product analysis. Additional information: product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. Observations from the instruments and mas suggest asymmetrical and high loading conditions, which could contribute to the foregoing event.